Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; distal segment returned and analyzed.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted: (B)(6) 2014; ddbc3d4 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead exhibited high thresholds and a change in impedance was noted. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.